Event description:
It was reported that a patient with this inflatable penile prosthesis (ipp) experienced inflation issues. A revision surgery was performed to explant the device. No additional information was provided.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Microscopic examination of the first cylinder identified there was a hole in the outer tube from kink resistant tubing wear in the proximal end of the cylinder. There was also wear from a fold in the proximal end of the cylinder. Additionally, a hole in the krt from sharp instrument damage was observed. Leakage testing identified a fluid leak from the sharp instrument damage. Microscopic examination of the second cylinder identified wear at a fold in the proximal end of the cylinder. The cylinder passed leakage testing as no leaks were identified. Microscopic, leakage, and functional testing of the ms pump found there was no damage or abnormality. Microscopic examination of the spherical reservoir identified wear at a fold in the reservoir shell. Leakage test found there were no leaks from the reservoir. Based on the information available and analysis results, the sharp instrument damage found on the device is considered a secondary failure. A clear and probable cause for the reported inflation issue unable to be determined. A conclusion code of cause not established was assigned to this investigation.